Event description:
It was reported that cables of the endowrist prograsp forceps instrument are loose. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed one grip open cable is frayed at the distal idlers, but the grips can still open and close. Engineering believes the cable may have derailed onto the pulley edge during articulation of wrist and became frayed. Engineering also observed the distal end of the main tube has two sections located roughly 90 degrees apart with light material removal. Both sections are parallel to the tube axis, and have a rougher surface finish than the rest of the tube. The tube damage may be due to a defective cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional info is received.